Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in australia. Reportedly, customer cleans the device fortnightly and changes device connectors and hosing every 12 months. Also, daily monday to friday h2o2 monitoring level is performed, but not on weekends; the device is not emptied on weekends when not in use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system microbiological contamination. There is no patient involvement.